Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown triathlon ps instrumentation. Should additional information become available, it will be provided in a supplemental report. Not returned to manufacturer.

Event description:
Post market surveillance study case #4 (5/17 - size 5 lt femur) - finishing punch did not adequately clean out bone in the proximal posterior portion of the prepared notch (after reciprocating saw preparation technique)